Event description:
On (B)(6) 2012, animas received a fax from a patient's doctor alleging he was hospitalized for dka while on his insulin pump therapy. Animas made 3 attempts to contact the patient back to obtain more information and to troubleshoot the subject pump but was not successful. This complaint is being reported based on the doctor's allegation of patient's hospitalization for dka while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.